Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reported aligners cutting their inner gum and back of their tongue. Blisters have also formed on the back of the tongue. Provided hh tips and to file aligners. Advised warm water rinse for any sores and provide an update.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.